Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) back in 2008. The patient was lost to followed and presented to the device clinic for follow-up after receiving several shocks. The device was interrogated and displayed a battery voltage of 2.59 volts and 18.4 second charge time. Technical services discussed zone programming and stated that device needs to be changed out. The mid-life display of replacement indicators advisory. No adverse patient effects were reported. Additional information was provided that this product declared a battery status of end of life (eol) due to a charge time greater than 30 seconds. The physician does not plan to change the product out at this time. No adverse patient effects were reported.

Event description:
Additional information indicates that this product was explanted and returned for normal battery depletion (nbd).